Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 348 mg/dl. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem transmitter issue. Customer administered a manual injection to address the issue and went to the hospital where they were given an "insulin drip". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.